Event description:
It was reported that the patient experienced elevated blood glucose after a continuous infusion set measuring 23 inches with a 6 mm cannula was found dislodged overnight, followed by a set change and a breakfast that was announced. Symptoms included hyperglycemia. Outcomes included no alarms and no need for emergency care or hospitalization. Investigation included complaint intake and user troubleshooting with education. Investigation of this case revealed a likely interruption of insulin delivery due to an infusion set dislodgement, after which the user replaced supplies and continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.